Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "vps g4 system was used during a PICC insertion. The inserting clinician obtained a blue bullseye when the catheter was advanced only 10cm. The blue bullseye was reported to be sustained through the entire advancement of the PICC, up to the 47cm measurement." No patient harm reported. The patient's condition is fine. An x-ray was obtained to confirm placement.

Manufacturer narrative:
Qn#(B)(4). The reported issue "the inserting clinician obtained a blue bullseye when the catheter was advanced only 10cm. The blue bullseye was reported to be sustained through the entire advancement of the PICC, up to the 47cm measurement" was confirmed by evaluation of returned vps g4 system s/n: (B)(6) with accessories. A visual examination revealed the ECG cable, sec cable, and remote control exhibited normal wear while all other returned items were in acceptable condition with no obvious external defects or anomalies observed. During functional testing using the returned cables, all steps passed, indicating the returned console was functioning as intended. Patient case (B)(6) was recorded and provided. Review of the case revealed the case started out with a yellow triangle for the 1st 1800 frames which indicates that there was insufficient signal for the system to determine blood flow. After the 1800 frames the system was able to obtain sufficient signal to determine blood flow. The intravascular ECG waveform throughout the case was not a normal sinus rhythm as there is a notched qrs complex, and as the catheter was advanced, a depressed s-t segment was observed. These abnormalities are indicative of previous myocardial damage. It was concluded with the 1800 frames of the yellow symbol, along with the cardiac abnormalities, the algorithm was not able to process information adequately to show proper placement of the tip of the catheter. A follow up confirmatory method was used appropriately by the clinician. The g4 device is indicated for use on patients with a normal sinus rhythm. A device history record review performed on the console did not reveal any manufacturing or servicing related issues. The probable cause of this issue is patient condition. No further action will be taken. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The complaint is reported as: "vps g4 system was used during a PICC insertion. The inserting clinician obtained a blue bullseye when the catheter was advanced only 10cm. The blue bullseye was reported to be sustained through the entire advancement of the PICC, up to the 47cm measurement.". No patient harm reported. The patient's condition is fine. An x-ray was obtained to confirm placement.